Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. Additional information revealed that the ICD was explanted and replaced. No additional adverse patient effects were reported. There was no indication of product return.

Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.